Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming inspection, the device was unable to enter into the pace function. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical canada evaluated the device and the device performed to specification. The device was confirmed to not have the pace function available. The customer originally had devices without the pace function and upgraded to devices with the pace function. The customer was sent a loaner device based on the part number of the devices without pacing function. Analysis of reports of this type has not identified an increase in trend.